Event description:
It was reported that the a-line seen on the ev1000 monitor is greyed out, could not zero, and all values stayed the same and did not change. There were no patient complications reported. Received additional information regarding a monitor complaint that was used in conjuctions with flotrac.

Manufacturer narrative:
The monitor stop working but did not display an error message. The nurses were not aware of this situation so they were charting the same number for co, sv, svv, ect. Repeatedly the entire night. Morning shift nurse noted the problem, and attempted to re-zero the flotrac. The device would not zero and the monitor display turned gray. Trouble shooting included clearing/flushing the line, leveling the transducer and swapping out the cable. The flotrac was changed out without resolution of problem. It was discovered that the ethernet cable was not secured. The ev1000 monitor was swapped out (using the same sensor and cable) and the problem was resolved. Also per monica demoura, she believes that they were pushing too many buttons causing the monitor to freeze. Without return of the flotrac unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No actions will be taken at this time.